Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the implantable cardiac monitor (icm) was exhibited undersensing due to loss of contact and caused false episode recorded. No programming changes were made and the patient continued to be monitored. The patient status was unknown.